Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pocket infection was observed. The device, atrial lead, and right ventricular (rv) leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer's reference number: 2017865-2019-11941.